Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system x-ray tube was replaced by third party service.

Event description:
It was reported the system had an overvoltage fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.